Manufacturer narrative:
Device not returned. Dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the edwards device was not returned; therefore, the valve could not be assessed for any malfunction or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 month. Through follow-up with the health-care provider, the reason for explant was paravalvular leakage in the area of the noncoronary cusp. The patient initially had his native aortic valve replaced ((B)(6) 2011) due to severe bacterial endocarditis followed by insufficiency of the native bicuspid valve. During the second surgery ((B)(6) 2011), there was no clear indication of a new bacterial colonisation of the valve ring and the prosthetic valve. A valve dehiscence with consecutive paravalvular leakage was found during this operation. The valve was replaced with another edwards bioprosthetic valve. Furthermore, there have not been any allegations of a product malfunction or quality deficiency.